Manufacturer narrative:
The provided session records were reviewed by technical services and multiple shocks were observed. The device exhausted all available therapies and the patient¿s rhythm was ultimately converted with external defibrillation. The device functioned per programmed parameters. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) failed to convert rhythm by delivering defibrillation therapies during ventricular fibrillation (vf) episodes. The patient presented to hospital and was externally defibrillated. The patient was stable.